Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-05-19. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.3. Reason code for no evaluation: other. H.3. If other specify: see h.10. H.6. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate on lot # 8239954. Investigation summary: customer returned one (1) 31gx8mm, 0.3ml bd insulin syringes from a polybag from lot 8239954. Consumer reported that insulin would not draw into syringe. The returned syringe was examined, then tested for flow: the syringe was not able to draw properly. A wire test was then performed: the wire could not make it through the length of the cannula because of a material inside the cannula. The material causing the clog could not be removed from the cannula. This clog would be the cause for the syringe not drawing (as reported). A review of the device history record was completed for batch # 8239954 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for this issue (clogged cannula) could not be determined because the material causing the clog could not be removed or identified. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle would not draw insulin. This was discovered during use. The following information was provided by the initial reporter: material no. 328440 batch no. 8239954. It was reported that insulin would not draw into syringe. Verbatim: parent of consumer reported 1 insulin syringe from current box will not fill with liquid. Stated when drawing insulin from vial the syringe will not fill with liquid. Stated it is the bd ultra-fine half unit, 8mm, 3/10 ml syringe. Stated this happened about a week ago, exact date unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate on lot # 8239954. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8239954 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle would not draw insulin. This was discovered during use. The following information was provided by the initial reporter: material no. 328440 batch no. 8239954. It was reported that insulin would not draw into syringe. Verbatim: parent of consumer reported 1 insulin syringe from current box will not fill with liquid. Stated when drawing insulin from vial the syringe will not fill with liquid. Stated it is the bd ultra-fine half unit, 8mm, 3/10 ml syringe. Stated this happened about a week ago, exact date unknown.